Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had a small ring missing at the light cable connector. It is unknown when the reported event was found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found that the outer tube was twisted and the light-guide screw on the light-guide connector was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the small ring missing at the light cable connector was unable to be identified. Olympus will continue to monitor field performance for this device.